Event description:
Patient had generator and lead explanted. Product analysis was completed on the explanted generator. Results of monitoring, and diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. High lead impedance was seen on the explanted generator. Product analysis was completed on the explanted lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there are no obvious anomalies with the returned portion of the device. No other relevant information has been received to date.